Event description:
It was reported that the atrial pace/sense lead had "low" sensing at implanted once it was connected to the device. The physician decided to reposition the lead. When he attempted to reconnect it to the device, the setscrew in the device "could not be tightened." It was also reported that, because of the setscrew problem, the device had to be removed and replaced by a new device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the atrial pace/sense lead had "low" sensing at implant once it was connected to the device. The physician decided to reposition the lead. When he attempted to reconnect it to the device, the setscrew in the device "could not be tightened." It was also reported that, because of the setscrew problem, the device had to be removed and replaced by a new device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found during analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device eas returned and analyzed. Primary results revealed that no anomalies were found.